Event description:
This ra lead was implanted on (B)(6)2008 and remains implanted as of the present. A call placed to technical services on (B)(6)2018 stating that this lead exhibited lead safety switch occurred due to impedance greater than 3000 ohms on (B)(6)2018. The following physician was dr. Lawrence rosenthal at umass university campus in worcester, ma. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).